Event description:
It was reported that a caller's pump battery would not charge, resulting in the pump shutting down. There was no reported adverse impact on the customer¿s blood glucose level. Customer technical support instructed the caller to try different wall outlets, and when the issue persisted, they arranged to send a replacement charging cable and wall adapter. The customer was able to charge the pump with a new charging cable.